Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login. A technical support specialist (tss) dialed into the server and checked the log and found issue with the customer active directory (ad) and requested to check with the hospital information technology. The customer confirmed that there was no issue with the ad and there was nothing wrong with the communication. The tss then checked the ad synchronization log and found that someone changed the lightweight directory access protocol directory adapter to the new value which prevented the user to login. The tss tried to follow up with customer regarding the findings, but there was no response and ended up in case closure.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to login to server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to login to server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.